Event description:
Needle failed to retract and extra care was not exercised causing a needle stick injury.

Manufacturer narrative:
Additional information has been requested. If additional information is available, a supplemental report will be submitted. (B)(4)